Event description:
A malfunction alarm occurred with the customer's insulin pump, identified as malfunction 9 with a fault ID of 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support (cts) provided instructions to reset the pump, but the malfunction recurred, so a replacement pump was issued. The customer was advised to use a backup insulin pump until the replacement arrived and was instructed on how to handle the return of the faulty pump.